Event description:
This is report 3 of 3 for the same event. It was reported that during pre-surgery, it was observed that the small battery drive device had charging issues. The small battery drive device was in use with a battery device and battery casing device. The reporter was unable to determine which device was malfunctioning. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.